Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a power supply failure. There was no patient harm reported.

Event description:
It was reported that during use on a patient while in transport, the cardiosave intra-aortic balloon pump (iabp) unit had a power supply failure. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the unit was dislodged to hospital cart. So in order to fix the issue, the fse pushed the unit into the cart in the right position with external ac power supply. Both batteries were then charging. The unit passed all manifold tests. The unit was then handed over to the customer in good working condition.